Manufacturer narrative:
The device history records were reviewed and the lot was found to have met all release criteria. The device was returned. The investigation is confirmed for a longitudinal rupture on the barrel of the balloon and a break at the proximal balloon glue joint. The investigation is also confirmed for retraction issues as evidenced by a flared introducer tip. It was reported that the bond between the balloon and catheter broke while retracting the balloon through the sheath. It is possible the rupture contributed to the retraction difficulty; however, the definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. Additionally, specific directions for removal of the atlas balloon are included in the IFU.

Event description:
It was reported that during the initial inflation in the subclavian vein, the pta balloon ruptured and during retraction, the balloon catheter became lodged in the sheath. The balloon and sheath were removed together as a single unit without incident. There was no report of patient injury.